Event description:
It was reported that a 56-year-old female patient who underwent a breast augmentation primary with a mentor memorygel, 350cc silicone breast prosthesis developed bilateral silent rupture postoperatively. The issue was diagnosed through office examination and confirmed by mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on sept 11, 2023, bilateral rupture per pre op scan. The patient scheduled for bilateral removal (B)(6) 2023. Reason for device explant and/or reoperation: bilateral silent ruptures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices photo evaluation completed on december 7, 2023: upon visual evaluation of the images provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 7, 2023, indicates that the patient underwent bilateral replacements with unknown implants. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).